Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis appeared to have been successfully achieved. Immediately following deployment, however, a small hematoma (2x3 cm) was noted. Light digital pressure was applied, and the hematoma resolved by the end of the procedure. The pt's pulses were noted as good, and the pt was discharged from the hosp. Approx 5 hrs later, the pt returned to the ER, complaining that his puncture site dressings were saturated with blood. A femostop device was placed for 8 hrs, and the pt was admitted to the hosp. When the pt presented to the ER, his blood pressure was 146/94. The next morning, the pt's diastolic rate read at 105. The pt also was noted to have good pulses, no hematoma, and no further evidence of bleeding. The pt was discharged with no further sequelae.